Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt's pain stimulator was on, the pt's gastric stimulator would not work and the pt's stomach would "balloon out." Also, the pt had to have the pain stimulator turned up so high that the pt lost control of her bladder. The pain stimulator had been reprogrammed but this did not solve the problem. Per the reporter, the location of the pain stimulator implant was "bad" as it "stuck out, was painful, and caught on things. The pain stimulator was removed due to the pt's back "being like dominos."